Event description:
Starting to see diabetic patients on u-500 and using u-100 syringes -flashing red lights!- if diabetic pt on u-500 insulin admitted to hospital using u-100 syringe. Pt reports that they draw up 50 units sq bid. Actual dose is 250 units sq bid! Pt states that tb syringes are not reimburseable. Confusion with u-100 syringes with u-500 insulin could be potentially lethal. Mandate tb syringes to be dispensed with insulin u-500. Prohibit the use of u-100 syringes with this product to avoid errors.